Event description:
The rptr stated that they did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Rptr's results were 107 and 317 mg/dl. They did not have any symptoms. A control solution test of 126 was in range. On followup, the rptr stated that they insert the strip all the way into the meter when testing, and check the confirmation dot for color change. They described testing technique accurately. They stated that they clean their meter on a regular basis and use control solution regularly. No harm was alleged.